Manufacturer narrative:
During visual inspection, the keypad connector was found to be closed properly. However, the unit had a button error alarm and no button response due to a flattened b keypad dome. The unit had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer stated the time changed but the keypad was unresponsive. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 156 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.